Manufacturer narrative:
Additional concomitant medical products: 4068-52 lead; implanted: (B)(6) 1998.

Event description:
It was reported that the patient experienced bradycardia with a heart rate in the 30's. The right ventricular (rv) lead exhibited high thresholds. A replacement procedure was performed to cap and replace the rv lead. No further patient complications have been reported as a result of this event.